Event description:
The affiliate reported: hole in valve was causing the patient to become unwell with high pressure headaches, due to over draining. Shunt was replaced. Patient has had a new shunt inserted.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was visually inspected and a hole was found in the silicone housing, thus confirming the customer¿s complaint. The root cause of the problem could be due to a sharp or pointed object coming into contact with the silicone housing this however could not be confirmed. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.